Event description:
A user facility clinic manager (cm) reported during a patient's hemodialysis (hd) treatment the hemodialysis machine alarmed for air. It was noted the blood pump segment had a tear. Upon follow-up, the cm stated after the start of the patient's treatment the blood pump rotor of the machine tore the tubing line and caused an air leak alarm and air to enter the tubing line. The cm stated treatment was stopped and the machine was removed from the floor for evaluation. The cm stated the damage to the tubing was caused by the blood pump rotor, and no damage or issues were noted with the combi set prior to treatment. The cm stated that a white cap on the inside of the rotor was loose. Per cm the biomedical technician (bmt) replaced the blood pump rotor prior to the call and the machine was placed back in service. It was unknown if the rotor was original to the machine. The cm confirmed a fresenius dialyzer was used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per cm treatment was immediately halted and the patient¿s blood was able to be returned. The bmt stated the estimated blood loss from the event was minimal. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The cm confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The rotor was available to be returned for evaluation.

Event description:
A user facility clinic manager (cm) reported during a patient's hemodialysis (hd) treatment the hemodialysis machine alarmed for air. It was noted the blood pump segment had a tear. Upon follow-up, the cm stated after the start of the patient's treatment the blood pump rotor of the machine tore the tubing line and caused an air leak alarm and air to enter the tubing line. The cm stated treatment was stopped and the machine was removed from the floor for evaluation. The cm stated the damage to the tubing was caused by the blood pump rotor, and no damage or issues were noted with the combi set prior to treatment. The cm stated that a white cap on the inside of the rotor was loose. Per cm the biomedical technician (bmt) replaced the blood pump rotor prior to the call and the machine was placed back in service. It was unknown if the rotor was original to the machine. The cm confirmed a fresenius dialyzer was used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per cm treatment was immediately halted and the patient¿s blood was able to be returned. The bmt stated the estimated blood loss from the event was minimal. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The cm confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The rotor was available to be returned for evaluation.

Manufacturer narrative:
Correction: h6 health effect - clinical code.

Event description:
A user facility clinic manager (cm) reported during a patient's hemodialysis (hd) treatment the hemodialysis machine alarmed for air. It was noted the blood pump segment had a tear. Upon follow-up, the cm stated after the start of the patient's treatment the blood pump rotor of the machine tore the tubing line and caused an air leak alarm and air to enter the tubing line. The cm stated treatment was stopped and the machine was removed from the floor for evaluation. The cm stated the damage to the tubing was caused by the blood pump rotor, and no damage or issues were noted with the combi set prior to treatment. The cm stated that a white cap on the inside of the rotor was loose. Per cm the biomedical technician (bmt) replaced the blood pump rotor prior to the call and the machine was placed back in service. It was unknown if the rotor was original to the machine. The cm confirmed a fresenius dialyzer was used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per cm treatment was immediately halted and the patient¿s blood was able to be returned. The bmt stated the estimated blood loss from the event was minimal. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The cm confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The rotor was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported during a patient's hemodialysis (hd) treatment the hemodialysis machine alarmed for air. It was noted the blood pump segment had a tear. Upon follow-up, the cm stated after the start of the patient's treatment the blood pump rotor of the machine tore the tubing line and caused an air leak alarm and air to enter the tubing line. The cm stated treatment was stopped and the machine was removed from the floor for evaluation. The cm stated the damage to the tubing was caused by the blood pump rotor, and no damage or issues were noted with the combi set prior to treatment. Per cm the biomedical technician (bmt) replaced the blood pump rotor prior to the call and the machine was placed back in service. It was unknown if the rotor was original to the machine. The cm confirmed a fresenius dialyzer was used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per cm treatment was immediately halted and the patient¿s blood was able to be returned. The bmt stated the estimated blood loss from the event was minimal. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The cm confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event.